Manufacturer narrative:
The reported incident that apex pin adaptor - short hoffmann lrf for pin ø3-4-5-6mm was alleged of issue s-12 (implant breakage after surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The root cause of this breakage has been identified as a design issue (material not resistant enough to corrosion). This problem has been identified during nc 667829 and is addressed by CAPA (B)(4). A new material is currently implemented. As this breakage is due to a design issue, a credit note will be done. If the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated.

Event description:
Apex pin adaptor 4933-1-020 cracked while patient was sitting up and resting his frame against the floor. On (B)(6) 2015 the item was replaced by post short 4933-1-644 and bar to bar clamp 4922-1-010.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Apex pin adaptor 4933-1-020 cracked while patient was sitting up and resting his frame against the floor. On (B)(6) 2015 the item was replaced by post short 4933-1-644 and bar to bar clamp 4922-1-010.